Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that an embolization coil would not advance more than a few cm out of the microcatheter. After removal of the coil from the catheter, it was noted that the implant coil had detached in the catheter. Both segments of the coil were removed from the patient without incident. There was no reported patient injury or additional intervention.

Manufacturer narrative:
The delivery pusher was the only part of the device returned. Inspection of the pusher found the heater coil and strain relief severely damaged. Further investigation of the pusher found the monofilament to have a stretched tail shape at the tip. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing friction followed by continued advancement force. The inspection of the pusher monofilament profile determined the separation of the implant was consistent with the implant experiencing tensile or retraction forces that exceeded the strength of the monofilament. The implant and microcatheter were not returned for evaluation, so if could not be determined if either component caused or contributed to the reported complaint.